Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced an infusion set breakage event on (B)(6)-2024. The infusion set was in use for less than one minute. The patient replaced infusion sets and resumed insulin successfully. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated broken/defective click legs on tubing connector which has caused leakage. The batch 6006947 in question was manufactured at the reynosa site. Additional test 2086828. Complaint investigation: test results: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional stactic test 2 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6006947 was manufactured according to the wi version 114 manufactured in the line 5, on 11/may/2024 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 04/jun/2025 against malfunction code evaluated broken/defective click legs on tubing connector which has caused leakage and lot 6006947 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.